Event description:
It was reported that the patient experienced a large hematoma following the implant surgery of an artificial urinary sphincter (aus). This lead to migration of the pump to the inguinal area. A revision surgery was performed in which the pump was repositioned in the patient's scrotum. None of the components were removed. The patient was reported to not have experienced any further complications. No more information available at the moment. Should additional information become available, it will be provided.